Manufacturer narrative:
This device has been returned. Once analysis is completed, if pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was found in safety mode. The physician reported that previous reports show an increase in estimated battery power consumption. Technical service (ts) consultant reviewed device data and provided recommendations for a device replacement in the near future. The device remains implanted. No adverse patient effects have been reported. New information was received that this device was explanted. At this time, the product has been returned. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker device was found in safety mode. The physician reported that previous reports show an increase in estimated battery power consumption. Technical service (ts) consultant reviewed device data and provided recommendations for a device replacement in the near future. The device remains implanted. No adverse patient effects have been reported. New information was received that this device was explanted. The device has been returned, and analysis completed.

Manufacturer narrative:
At this time the device remains implanted and has not been returned. Therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If the device is returned, product analysis will be completed, and an updated supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was found in safety mode. The physician reported that previous reports show an increase in estimated battery power consumption. Technical service (ts) consultant reviewed device data and provided recommendations for a device replacement in the near future. The device remains implanted. No adverse patient effects have been reported.